Manufacturer narrative:
Manufacturers narrative: clinical code: 3160 - vascular dissection: the development of distal stent-graft-induced new entry (dsine). Impact code: 4625 - additional surgery: a second-stage tevar (thoracic endovascular aortic repair) is planned at a later date, no date provided by site. Medical device problem: 2889 - deformation due to compressive stress: a post-operative CT (computed tomography scan) scan revealed a kink in the stent-graft section. Component code: 4755 - part/component/sub-assembly term not applicable: type of investigation 4117 - device not accessible for testing: device remains implanted 4111 - communication/interview: the site confirmed on 08 may 24 that no further information will be obtained for this complaint. 4110 - trend analysis: a five year review of similar complaints (thoraflex hybrid jan 19 - jan 24 vs appearance > product defect) gave an occurrence rate of (B)(4) (complaints vs sales). No negative trend in the number of complaints received has been identified. Investigation findings: 3233 - results pending investigation: investigation ongoing. Investigation conclusion: 11 - conclusion no yet available: investigation on going.

Event description:
Event reported on 30 apr 24, event occurred on 09 apr 24. Device implanted on (B)(6) 2024. Complaint initially reported as the japanese catalogue number tx-p2224100 , which correlates to the tag catalogue number thp2224x100j. The device was used to treat a patient with dissection. A post-operative CT (computed tomography scan) scan revealed a kink in the stent-graft section and the development of distal stent-graft-induced new entry (dsine). Patient outcome: no specific treatment was given at the time and the procedure was completed. The patient was discharged in good health. A second-stage tevar (thoracic endovascular aortic repair) is planned at a later date. No health damage to the patient.

Manufacturer narrative:
Manufacturer's narrative: clinical code: 3160 - vascular dissection: the development of distal stent-graft-induced new entry (dsine). Impact code: 4625 - additional surgery: a second-stage tevar (thoracic endovascular aortic repair) is planned at a later date, no date provided by site. Medical device problem: 2889 - deformation due to compressive stress: a post-operative CT (computed tomography scan) scan revealed a kink in the stent-graft section component code: 4755 - part/component/sub-assembly term not applicable: type of investigation: 4117 - device not accessible for testing: device remains implanted. 4111 - communication/interview: the site confirmed on 08 may 2024 that no further information will be obtained for this complaint. 4110 - trend analysis: a five year review of similar complaints (thoraflex hybrid jan 19 - jan 24 vs appearance > product defect) gave an occurrence rate of (B)(4) (complaints vs sales). No negative trend in the number of complaints received has been identified. Investigation findings: 3221 - no findings available: due to no batch details being provide and a no further information, we could not perform a full investigation and confirm any findings for this event. Investigation conclusion: 4315 - cause not established: due to no batch details being provide and a no further information, we could not perform a full investigation and confirm any findings for this event.

Event description:
Event reported on 30 apr 2024, event occurred on 09 apr 2024. Device implanted on (B)(6) 2024. Complaint initially reported as the japanese catalogue number tx-p2224100, which correlates to the tag catalogue number thp2224x100j. The device was used to treat a patient with dissection. A post-operative CT (computed tomography scan) scan revealed a kink in the stent-graft section and the development of distal stent-graft-induced new entry (dsine). Patient outcome: no specific treatment was given at the time and the procedure was completed. The patient was discharged in good health. A second-stage tevar (thoracic endovascular aortic repair) is planned at a later date. No health damage to the patient. This report is being submitted as a follow up 1 for manufacturing report #9612515-2024-00031 to provide event closure information for (B)(4).